Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he accidentally reset his setting for his bolus because he crashed yesterday. Customer just wants to make sure that it didn't change. Customer declined troubleshooting because he stated it was his fault. Customer was advised to contact his health care professional since his basal rates were found to be incorrect. Customer was advised to revert to a back-up plan until he speaks to his health care professional. Customer stated that he has syringes and will use them. Customer's blood glucose was 575 mg/dl. Customer treated and it came down to 144 mg/dl. Customer stated that it went down to 129 mg/dl and then back up. Customer stated that the pump only gave him 0.9 units.